Event description:
It has been reported to philips that the device was unable to produce x-rays. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an intermittent pb message error grid. Review of the log file showed grid leakage current out of range. The fse replaced the x-ray tube and calibrated. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.